Manufacturer narrative:
This is one of two device reports associated with this event. A follow up will be submitted upon receipt of additional info.

Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and expired the same day. These claims were allegedly caused by exposure to the product administered during dialysis treatment.